Event description:
Nt821731c - stopcock broke when it was turned. Evd system was replaced. Evd was placed on 4/30/2025. Stopcock broke on 5/8/2025.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected part was not provided. Per (B)(4); rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn or rotate effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4) the lot number of the affected part was not provided. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the CAPA plan status. Complaint history review/trend analysis: (24 months review and percent of sales) 41 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). A review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.36 stopcock valve unable to turn or rotate." The risk level is considered moderate. Based on complaint of "lever broke off" this determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged system stopcock. System stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The breakage of the component indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock valve. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted on the system stopcock. The stopcock exhibited elevated rotational resistance relative to baseline performance observed in new units. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - stopcock broke when it was turned. Evd system was replaced. Evd was placed on (B)(6) 2025. Stopcock broke on (B)(6) 2025.